Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The manufacturer received information alleging the patient has passed away. No additional details were provided, and there are no allegations suggesting that the device contributed to or caused the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.